Event description:
The user stated beginning (B) (6) 2010, they had been getting physician complaints about high parathyroid hormone values being reported. The user could not provided specific patient data, but performed a 15 sample comparison with another lab that was using an immulite analyzer. Of the data provided, the results for 14 samples were discrepant. All results are in pg/ml. Sample 1 initial result was 368, immulite result was 678. Sample 2 initial result was 236, immulite result was 396. Sample 3 initial result was 105, immulite result was 173. Sample 4 initial result was 54, immulite result was 113. Sample 5 initial result was 636, immulite result was 1383. Sample 6 initial result was 13, immulite result was 8.74. Sample 7 initial result was 123, immulite result was 39.7. Sample 8 initial result was 356, immulite result was 33. Sample 9 initial result was 143, immulite result was 262. Sample 10 initial result was 465, immulite result was 986. Sample 11 initial result was 393, immulite result was 766. Sample 12 initial result was 84, immulite result was 155. Sample 13 initial result was 90, immulite result was 116. Sample 14 initial result was 112, immulite result was 193. No patients were affected. The samples were run for a method comparison and no patient diagnosis or treatment was made based on these results. The pth reagent lot number was 15670104. The field service representative could not find a cause. He performed mechanical checks and corrective maintenance. He verified the analyzer operation by running performance tests with passing results.

Event description:
The user stated one patient sample generated a positive hcg result of 71 miu/ml with a data flag. The patient was redrawn and tested again on (B) (6) 2010 and the result was negative. She stated they then thawed the sample from (B) (6) 2010 repeated it and obtained a result of 0.803 miu/ml. The initial result was reported. The patient was taking progesterone due to advanced maternal age and continued taking the progesterone for 2 more days based on the initial result. When the negative result on (B) (6) 2010 was received, the patient stopped taking progesterone. The user stated the nurse said the progesterone would have been discontinued had the initial result been negative. The user stated "there does not appear to be anything wrong with the patient." The hcg reagent lot number was 15548403. The field service representative could not find a cause and checked the analyzer. To verify the analyzer operation, he ran performance tests with good results.

Manufacturer narrative:
Investigation of the event determined no calibration issues were observed and quality controls were acceptable. The field service representative checked the analyzer and not instrument cause was detected. Assay performance check data was within specification. A specific root cause was not identified. Based on the information provided, , the customer poured the sample into a cup which can create foram on top of the sample. This pre-analytical issue could be a possible reason for the falsely high result. Pouring of the sample may cause foam in the sample cup and result in erroneous results. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 230 mg/dl (aviva) and 105 mg/dl (compact plus) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The user provided the numeric results for when the patient was redrawn and tested again on (B) (6) 2010 with a negative result. The result was 0.255 miu/ml.